Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the atrial lead exhibited noise oversensing. No intervention was made. There were no patient consequences reported.